Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Lap cholecystectomy - "retrieval bag ruptured during extraction. Bag was pulled through umbilical open introduction hole using the cord using simultaneous pull and circular motion. Bag ruptured close to the seam at the bottom end of the bag. Another bag was introduced to retrieve the gallbladder stones from the abdomen." Additional info received from applied medical team member per email on january 4, 2017: the user experienced resistance and did not widen or enlarge the incision site, although they are familiar with widening. It seems they did not feel this was necessary in this case. They used a moderate to strong pull like I have seen before with other users. Then they used the same model, another inzii 10 mm for the stones.

Manufacturer narrative:
The event unit was returned for evaluation. Upon inspection, engineering noted that the bag had a rupture at the distal end that exhibited stress marks. Although the root cause could not be confirmed, it is possible that bag was damaged by an instrument prior to specimen removal. This damage could have compromised the bag leading to the bag bursting during removal from the incision. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.